Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the ramus coronary artery. The 2.5x15 mm xience alpine stent delivery system (sds) failed to cross the target lesion due to the patient anatomy. The alpine sds was removed without resistance from the patient anatomy for further pre-dilatation; however, when the alpine sds was removed it was noted the stent was not on the balloon. It was stated that the stent was present on the balloon during the attempt to advance the sds to the target lesion. However, angiography did not reveal the location of the dislodged stent in the coronary artery. There was no resistance during sheath removal. It is unknown if the stent was in the protective sheath as the sheath had been discarded. There was no adverse patient sequela and no clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Evaluation summary: unique device identifier (UDI): (B)(4) the device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determine the difficulties to be related to circumstances of the procedure.